Event description:
Information received from the field does not address the patient's clinical status but notes that when no pacing was seen via transtelephonic check. The patient was seen at the nursing home for a follow-up and interrogation noted dashes (---) for programmable parameters. Multiple attempts to obtain measured data were not successful. Attempts to program the rate and sensor was also unsuccessful. Subsequently, the device was replaced.